Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power injectable microbore non-dehp catheter extension set "would not flush at all & it seemed to be plugged". This occurred during priming with an unspecified solution. There was nothing unusual noted with the device, and the instructions on the label copy were followed for priming and flushing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing and clear passage testing were performed, and failed due to a blockage between the tube and the luer lock assembly. An insertion test was performed without issues noted. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.